Event description:
It was reported that "inaccurate cgm values" occurred. On approximately (B)(6) 2025, the dexcom cgm displayed 390 mg/dl, while the blood glucose meter displayed 870 mg/dl. The patient experienced hyperglycemia and lost consciousness. The patient's husband called for an ambulance and the patient was transported to the hospital. The patient received a blood transfusion due blood loss (4 liters). The patient remembers being treated with antibiotics and electrolytes. She was reportedly treated in intensive care for a week and experienced weight loss (5 to 6 kg). The patient also reported a miscarriage of pregnancy due to defective sensors; however, it was not specified whether it was due to the inaccuracy. At the time of the report, the patient was feeling ok physically. Dexcom technical support attempted to obtain further details and clarification regarding the incident, but the patient declined to provide further information about the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f2302 blood transfusion. H6 health effect - impact code - f0201 intrauterine fetal death. H6 health effect - clinical code- e1208 weight changes.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: health effect - clinical code - additional. H6: type of investigation - additional. H6: investigation findings. H6: health effect - clinical code - e1208 weight changes.

Event description:
No dexcom data related to issue was provided. Dexcom has reached out to insulet for insulet's investigation. A review of insulet cloud data show this user has not activated an omnipod device in all of 2025.